Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was admitted to the hospital on (B)(6) 2016 for hip replacement surgery. It was reported that the customer went into diabetic ketoacidosis (dka) while in the hospital. Manual injections were used to correct the customer's blood glucose (bg) level. The customer stated their bg level was back to target on (B)(6) 2016. In addition, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was indicated that the customer would contact their healthcare provider to obtain alternate insulin therapy. Multiple follow up attempts were made to obtain clarification on sequence of events however, no information was provided. It was unable to be determined if the customer went into dka before or after the malfunction alarm occurred.